Manufacturer narrative:
(B)(4) date sent: 9/28/2016. Batch # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fire staples as intended? If no: was the trigger advanced with no staples deployed? Did the device lock out and could not be fired at all? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Please explain what is meant by, ¿the body was stuck.¿ this is not clear. Was the device stuck on the patient tissue? If the device was stuck on patient tissue, how was it removed? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces of the device be returned? If no, were they discarded? The analysis results found that the tx30v device was received in good visual conditions and with a reload not loaded in the device, the reload was received with eight staples present and protruding. In addition with the cartridge damaged, with the rear cap present and detached. The device was noted to be locked, it should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. In addition an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instructions for use for additional information. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a segmentectomy procedure, when instrument was fired, the cartridge was popped out of the instrument and the body was stuck. A new device was used to complete the procedure. There were no adverse consequences for the patient reported.